Event description:
Four occurrences of the "needle disconnecting from the winged hub" were reported from this user facility. In two cases, the pts lost an unknown quality of blood. One pt was sent to the ICU, with "septicemia".